Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. One used sample was returned. No product packaging was received. The product did not contain a lot number identification. During decontamination, it was not possible to flush fluid through the detached distal portion of the tube. The sample was examined under ambient light conditions. The tubing was ruptured at the 14cm depth marker. At that point, the tubing exhibited stretching, or "ballooning" and a complete rupture. The two ends were aligned to assess if any portion of the tube was missing. Based on the depth markers on both sections of the sample, it appeared that the full tube was present. The severed ends were examined under magnification. No occlusion was observed in the proximal portion. Dried matter was observed at the separation in the distal portion of the tubing. The dried matter was also present inside the distal bolus skive. The exterior of the tubing was examined, on both sections. No external tool marks or other anomalies were observed. No root cause was identified. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported the nasogastric(ng) tube broke during use and the broken component was retained in the gastro-intestinal tract. According to the complainant the patient was transferred to a hospital on (B)(6) 2018 from another hospital. The patient arrived at approximately 1930-hours. An x-ray was performed 3-hours later. The piece that was accessible externally was removed immediately and the internal piece was removed endoscopically the next day. A procedure was undertaken to replace the device. The patient underwent endoscopic removal for retrieval of the broken part of the ng tube. The patient was receiving feed through the tube at the previous hospital but did not receive any feed through the tube on arrival at the new hospital. No additional information was provided.